Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% re-stenosed lesion was located in the moderately calcified and moderately tortuous left radial vein. Some resistance was encountered upon attempting to advance the 5.0mm x 40mm sterling over-the-wire balloon dilatation catheter to the target lesion; however, the balloon was successfully placed. The balloon was inflated to 10atms on the 1st inflation, and 12atms on the 2nd inflation, the balloon ruptured at 15atms on the 3rd inflation. The device was removed from the patient intact. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 494 mg/dl, and 129 mg/dl within 10 minutes as well as readings of "hi" (greater than 500 mg/dl) and 106 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.